Manufacturer narrative:
(B)(4).

Event description:
It was reported that a surgery was extended by more than 30 minutes due to difficulty with the anterior drop and drill guide not connecting properly.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the returned devices revealed the meta anterior drop is attached to the drill guide. The release button on the meta does not release the drill guide as intended. Both devices are worn and show significant signs of use. The devices were manufactured in 2012. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our quality department noted that the devices were pried apart for evaluation. The round locating pin on the drill guide was found to be damaged/deformed potentially causing the devices to malfunction. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened.